Event description:
It was reported that during an unknown procedure, the scalpel could not pass the pre-run test. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received the upper jaw damaged at the proximal side. In addition, the ptc was damaged. The damage on the jaws caused a short that damaged the ptc and resulted in an alert screen "reposition jaws and reactive", this is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps), the "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. It is possible that the reported ¿instrument error¿ alert screen might have been displayed by the generator due to the described condition. A probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.